Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device.

Event description:
It was reported that during a CT guided liver biopsy, the coaxial allegedly detached in the patient. It was further reported that the patient returned for secondary intervention. Further imaging showed that the detached segment had migrated into the peritoneal cavity. The healthcare provider attempted to remove the detached segment but was unsuccessful. Therefore, the healthcare provider decided to leave the detached segment in the patient. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evolution; however, three electronic photos were provided for review. The photo review showed a broken coaxial cannula measuring approximately 7.5 centimeter markings in length. The approximate measurement is noted to be below the expected length for the coaxial included the 2016msk mission kit. The distal piece is not shown in the photo. However, no other anomalies can be noted. The remaining kit components were not shown. Based upon available information, the investigation is confirmed for detachment of device or device component, specifically for a detached coaxial needle. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 08/2021).

Event description:
It was reported that during a CT guided liver biopsy, the coaxial allegedly detached in the patient. It was further reported that the patient returned for secondary intervention. Further imaging showed that the detached segment had migrated into the peritoneal cavity. The healthcare provider attempted to remove the detached segment but was unsuccessful. Therefore, the healthcare provider decided to leave the detached segment in the patient. The patient status is unknown.